Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that metal powder from an ophthalmic viscoelastic was found in the eye after a cataract¿vitrectomy combination surgery, and it had not been noticed during the procedure. The surgeon suspected that the viscoelastic had not been completely removed during surgery. There was no patient impact, and no re operation was scheduled.

Manufacturer narrative:
Additional information provided in section d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that an ophthalmic viscoelastic was used during a cataract and retinal detachment procedure. At a follow-up examination two days after surgery, a foreign material resembling a metallic fragment was found intraocularly. After one hundred and ten days of procedure, a reoperation was performed, and the foreign material was removed. Three pieces of foreign material were extracted from the eye using forceps, and intraocular irrigation was performed. The patient¿s condition is currently resolved.

Manufacturer narrative:
Additional information is provided in the sections a.2, a.3.a, a.4, b.2, b.5, h.6 and h.11. Complaint lot search report reviewed; there are no other complaints for the reported lot. No similar complaints have been received so far for the reported lot numbers. Investigation showed that no in-process control deviations related to these complaints were reported during filling: the syringes are 100% inspected after the filling operation. The defects are collected by defect type (particle, glass, fibers, spray defects, liquid groove, filling volume, air bubbles and silicone). After the visual inspection, an acceptance quality limit (aql) sampling is carried out to confirm that the 100% visual inspection has been carried out in a compliant manner. No deviations were reported. The sample during final inspection was checked and ok. No sample was returned for evaluation. As no sample was returned for evaluation and no manufacturing related issues were identified, a conclusive root cause could not be determined. All batches are released according to the required specifications. Review of the lot complaint history, product specifications, and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not explicable from a technical point of view. No further action is required. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.